Event description:
Resident had been assisted into bed at approximately 7:00 p.m. Was found by trained medication aide at 9:05 p.m. With body on floor and head wedged between siderail and mattress. Resident was deceased.